Event description:
It was reported that the detector was dropped leading to artifacts in the image. The device was in clinical use and there was no patient or user impact.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) performed analysis which concluded that there was square artifact in the centre of the sky plate detector. Detector calibration was performed by customer but still the issue exists. The logs did not record any shocks. Anything that was placed in a beam, like copper or aluminium, the artifact disappeared. The detector appeared to be unresponsive to anything in the beam, not on a single picture. The artifacts had appeared over 6.3mas only. The square artifact did not appear on any clinical images after physics testing. The detector was calibrated and returned to clinical use.